Manufacturer narrative:
(B)(4). The lot was manufactured from 03/08/2013 to 03/11/2013. The occurrence/therapy date was from (B)(6) 2013. Evaluation summary: the device was returned for evaluation containing approximately 141 ml of solution in the bladder. Visual inspection and functional flow rate testing did not confirm the reported condition. Flow was observed at the distal luer and the flow rate was found to be within the specification range of the product. Therefore the reported condition was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had underinfused. The device was filled with 81.5 ml of fluorouracil and 158.5 ml of sodium chloride 0.9%. The device was expected to fully deliver in seven days. Five days into therapy, during a doctor visit, it was noticed that the device contained more than half of the solution. The port was cleaned, checked, and found to be in good condition. The device was reconnected, but two days later, at the end of therapy, the device was still found to be about halfway filled. There was no patient injury or medical intervention associated with this event. No additional information is available.